Event description:
It was reported that the unit dropped to the ground while transporting a patient. The ems agents claim that they strained their backs when trying to prevent the unit from dropping down.

Event description:
It was reported that the unit dropped to the ground while transporting a patient. The ems agents claim that they strained their backs when trying to prevent the unit from dropping down.

Manufacturer narrative:
A visual and functional inspection was performed by the stryker field service representative. The field technician was unable to duplicate the alleged issue. This alleged event may have been user error causing a drift event, based on what was reported and due to the nature of hydraulic systems. It was also alleged that the ems crew had strained their backs trying to prevent the cot from lowering. The back strains did not require medical intervention. The field service representative instructed the customer on how to properly operate the device.